Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer found that the network caused the station data sync to freeze up. Fse advised the customer to reach hospital information technology (it) team to resolve the communication issue. Later fse confirmed that the network issue was resolved. Then technical support specialist (tss) was then able to dial in and continue troubleshooting. The sync chunk value was found to be set to 1. The value was updated on the server to 1000, after which the station began syncing. After approximately 2.5 hours, the station completed the full synchronization successfully. The system functioned as intended after the customer and technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device download had stopped and the medication inventory was inaccurate due to the lack of communication. The device also appeared offline in bomgar. However, there were no delay or adverse events or injuries reported based on this event.